Manufacturer narrative:
Correction: the device was explanted on (B)(6) 2016; not (B)(6) 2016 as previously reported. This report is filed (B)(6) 2016.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with the device use and a subsequent reduction in clinical benefit, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016. It is unknown if there are plans to reimplant the patient with a new device.

Manufacturer narrative:
Correction: the previous MDR report submitted june 24, 2016, was submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011.